Event description:
A da vinci laparoscopic-assisted robotic cholecystectomy with cholangiography was consented. Intraoperatively, at the conclusion of the surgery, while removing the da vinci forced bipolar instrument, the first assist noted that part of the instrument was missing. A thorough search of the abdomen with the da vinci robot was conducted. X-ray was called and images showed the suspected piece to be in the abdomen. Using x-ray guidance, the piece was removed from the superior aspect above the liver by the surgeon without incident. Post removal x-rays were obtained at the end of the case and read by the radiologist. No foreign bodies were present in the abdomen. The surgeon suspects that the likely piece became detached while removing the instrument at the conclusion of the case. Manufacturer response for robotic force bipolar grasper, da vinci robotic grasper (per site reporter). The device has been returned today, [date redacted]. At this time, we have not feedback from the manufacturer.